Event description:
It was reported that the right ventricular [rv] lead was exhibiting t wave oversensing [twos] during a follow-up interrogation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.